Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively on a lensoscopy right inguinal hernia mesh repair tapp (transabdominal preperitoneal), the patient experience sinus tract formation on the groin area.